Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a cleo® 90 infusion set came off the patient's body during the night while she was sleeping. This event caused the patient's blood glucose to rise to 256mg/dl. A manual injection was conducted to address the high blood glucose. The patient changed her supplies in the morning after the malfunction occurred. No permanent injury was reported.